Manufacturer narrative:
(B)(4). The hospital biomed reported evaluating the device in the biomed department but has been unable to duplicate the variance or a product testing failure. At this time, the customer has not requested service by carefusion for the suspect avea ventilator for evaluation and has stated that they are unable to return the device to carefusion for an evaluation at this time.

Event description:
The customer reported that during patient use in pressure mode, the monitored and delivered volume readings were higher than expected for the patient, based on their clinical protocol on this avea ventilator. The patient was placed on an alternate ventilator with no patient harm with this event.